Event description:
During 8th tx, pt complained of flares. On the day of the 8th tx, the pt was admitted to the hosp for a pulmonary embolism. The pt was sob with sat 82%. Central line was used for tx.